Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct e2, g2, and h4. Please note that "health professional" should not have been selected in g2 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the picture going out on the monitor was most likely due to a damaged charged coupled device unit as a result of some stress on the insertion section. This likely led to image problems, including the reported event. However, the root cause could not be specified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use.¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. Troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer reported issue picture goes out on the monitor was confirmed. The following findings were also noted during device evaluation: forceps passage restriction, black image during angulation, insertion tube dent, and low angulation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope picture goes out on the monitor during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.